Event description:
Patient had a generator replacement performed. The explanted generator has not been received to date. No additional relevant information has been received.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient was noted to be having more frequency seizures. The patient initially had their medication adjusted as it was unclear their current medication was helping control his seizures. Clinic notes reported the patient continued to have frequent seizures (4-6 convulsions per month). Patient's duty cycle was increased to help with the seizures. Later, the patient was reported to be having 5-7 seizures per hour at night and 0-6 per day. Magnet is swiped as needed. Patient has been referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
The explanted generator was received and product analysis is being performed. No additional relevant information has been received.

Event description:
Generator analysis was performed. No additional relevant information has been received.